Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was currently in the hospital for elevated creatinine levels. The patient contact stated they were asked if the patient had been doing his treatments because it seems like he has not dialyzed. Technical support advised the patient contact to follow up with the pd registered nurse (pdrn) regarding the hospitalization. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2024 with complaints of weakness and dyspnea. Hematological studies revealed the patient¿s bun was >100 mg/dl (azotemia) and the patient was admitted. A temporary hemodialysis (hd) catheter (not a fresenius product) was placed, and the patient was transitioned to hd. The patient underwent five hd treatments, and his bun levels returned to normal (<60 mg/dl). The patient¿s hd catheter was removed on (B)(6) 2024 and he resumed ccpd the same day. The patient was discharged home on (B)(6) 2024 in stable condition and has recovered from the serious adverse events. The patient began using the replacement liberty select cycler without reported issue. The pdrn stated the patient skips treatments (non-compliant) on a regular basis despite frequent reeducation. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of azotemia, characterized by weakness and dyspnea, which warranted hospitalization and a temporary transition to hd. The pdrn attributed causality to the patient¿s non-compliance to the prescribed treatment regimen. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Patient related factors such as non-compliance (unintentional or otherwise) can be a significant contributing factor when evaluating poor outcomes (1,2). Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was currently in the hospital for elevated creatinine levels. The patient contact stated they were asked if the patient had been doing his treatments because it seems like he has not dialyzed. Technical support advised the patient contact to follow up with the pd registered nurse (pdrn) regarding the hospitalization. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2024 with complaints of weakness and dyspnea. Hematological studies revealed the patient¿s bun was >100 mg/dl (azotemia) and the patient was admitted. A temporary hemodialysis (hd) catheter (not a fresenius product) was placed, and the patient was transitioned to hd. The patient underwent five hd treatments, and his bun levels returned to normal (<60 mg/dl). The patient¿s hd catheter was removed on (B)(6) 2024 and he resumed ccpd the same day. The patient was discharged home on (B)(6) 2024 in stable condition and has recovered from the serious adverse events. The patient began using the replacement liberty select cycler without reported issue. The pdrn stated the patient skips treatments (non-compliant) on a regular basis despite frequent reeducation. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.